Manufacturer narrative:
(B)(4). Concomitant medical devices: compr srs prox bdy, cat: 211216, lot: unk; compr srs ic seg, cat: 211226, lot: unk; compr srs mod stem, cat: 211258, lot: unk. Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent an initial procedure and was subsequently treated for an infection with oral antibiotics. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint was reviewed by a health care professional: it is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression "wound concerns" or "non-healing wound" would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process. As it was also reported this patient was treated with oral antibiotics due to a superficial infection, any invasive surgical procedure, increases the risk for development of a postoperative infection. The procedure breaks the skins natural protective layer allowing entry points for bacteria to be introduced into the body. Prophylactic use of antibiotics prior to initial incision in total joint arthroplasty is considered an appropriate use of antibiotics to prevent infection along with postoperative treatment for 24-48hrs. The prophylactic treatment does not signify treatment of infection, but current standard of care and not an abnormal finding. According to the center for disease control (2018) "in clean or clean-contaminated prosthetic joint arthroplasties, do not administer additional antimicrobial prophylaxis doses after the surgical incision is closed in the or, even in the presence of a drain (strong recommendation; high-quality evidence)." Additionally, the cdc states: "antibiotics are only needed for treating certain infections caused by bacteria." Therefore, if an antibiotic has been administered beyond the normal intraoperative and postoperative standard of care treatment time frame, it can be implied it was utilized to treat a suspected bacterial infection. As documentation of oral antibiotic, it can be concluded the treatment was used to treat a superficial infection only as a deep infection would require additional treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.